Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle components and the male front grip component detached from the dcs. The device was received with the capsule partially opened. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The capsule appears intact with no evidence of damage. The inner member shaft and spindle hub appears intact with no evidence of damage. Tab 3 of the male actuator component was observed to have detached from the component. Tab 4 was observed to be hinged inwards. One of the tabs of the front grip male component was observed to be damaged. The other tab of the male front grip component was observed to be intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned to medtronic for analysis. The device was received with the front grip components detached from the handle and damage was noted on one of the tabs of the male component. The description of the event does not indicate that the front grip separation occurred during the reported issue. The front grip separation may have occurred during return transport for analysis. Tab 3 of the male actuator component was detached from the dcs, and tab 4 component was observed to be hinged inwards. Actuator separation is typically associated with broken or damaged snap fit tabs which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during loading, the deployment knob of delivery catheter system (dcs) "fell apart" into two pieces. The valve was loaded about 1 cm at the time. There was no difficulty or no increased effort when loading. The valve was removed from the dcs and loaded onto a new dcs. The valve was successfully implanted. No adverse patient effects were reported.